Manufacturer narrative:
The customer returned a sample from one of the two pts described in the complaint for add'l investigation. Mts quality control performed forward and reverse typing using the returned sample with retain cards from mts a/b/d monoclonal and reverse grouping card lot # 102706037-08. Negative reactivity was obtained in the anti-a microtube and positive (4+) in the anti-b microtube with the sample. Add'l testing performed using the tube method showed a weak positive (1+ weak) reaction with ortho anti-a antisera and positive (4+) with anti-b antisera. The customer's observations were verified. Based on the available info and the results of the investigation, sample is most likely an asubb (weak subgroup of a) with anti-a1 reacting weakly in tube and negative with anti-a gel antisera. Incident is isolated and most likely specimen related. Mts cannot rule out gel malfunction as a contributing factor for the negative reactivity observed in the forward typing. Product labeling for the anti-a, anti-b, anti-a, b gel cards states that the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens.

Event description:
The customer reported that two group ab pt samples reacted negative in the anti-a microtube using mts a/b/d monoclonal and reverse grouping card lot # 102706037-08. The group a status of the pts were confirmed in tube method. The customer did not provide the reactions obtained for the second pt sample. Erroneous results were not reported, as the results did not match the alternate method. Nevertheless, if this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood. Additional MDR 3500 a MFR# 1056600-2007-00063 has been filed to reference the second sample.